Manufacturer narrative:
A sample is available for evaluation, however a no sample investigation has been completed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6049427. Upon receipt of samples, a secondary investigation will be conducted and a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported by a consumer that there was ¿brown contaminant¿ found inside the wall of 3 ml bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle after drawing up a vaccine. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.